Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they normally help the patient charge their implantable neurostimulator (ins) every 10-12 days, but on (B)(6) 2020, they noticed that it was 3/4 full, so they decided to charge it up to 100%. Then they checked on october 27th, and it was at 3/4 full, so they left it and now today, the ins was still at 3/4 full. They mentioned that the icon in the upper left-hand corner of the recharger normally has something going through it, but they noticed that it was empty now. They mentioned the patient has had no return of symptoms. It was explained that the patient's ins is off and this was likely the reason why the ins was not depleting normally. They did not know how the ins turned off. They will be calling back with the patient programmer (pp) to go through further troubleshooting with the pp to get the ins turned back on. It was recommended that the healthcare provider (hcp) be notified of the therapy being off.